Event description:
It was reported that the handpiece continued to run on its own during testing prior to the start of a surgical procedure. The device was switched-out with another. There has been no reported patient/user injury or any adverse consequences.

Manufacturer narrative:
H6: the saw was received at the manufacturer for evaluation, but the alleged condition of the device running by itself could not be confirmed. Based on the investigation details, the handpiece passed all quality tests and no problems were found. Service did a clean, lube, and adjust to the device, and it was returned to the customer.